Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone on the hemopro 2 came off of one side of the jaws. The silicone came off when the device was outside of the leg; the loose piece was never inside the pt's leg. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).